Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery. Reportedly, the customer reloaded the cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was approximately 223 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.